Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty power supply brick. The measured voltage at p2-1 and p2-2 measured 0 volts and should be 48 volts. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer cross checked a known good power supply assembly and reported it started working well. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; with a/c (alternating current) mains supplied and with oxygen connect from the central wall source; there is a no power in the led (light-emitting diode) indication on the front panel. The customer reported checking the power at the outlet and reported replacing the fuse. The customer reported the fuse kept blowing. The customer reported the issue occurred during a routine checkup by biomed. There is no report of patient involvement associated with the event.